Event description:
On (B)(6) 2021, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) had peritonitis while placing an order for manual pd solution to use with antibiotics. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, a pd nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained per the nurse, the patient¿s culture yielded growth of the organism klebsiella oxytoca. The patient was treated with the antibiotics gentamycin (dose unknown) intra-peritoneal and oral ciprofloxacin on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd with the same cycler without any reported adverse effects. The nurse stated the cause of the peritonitis was unknown. However, the nurse indicated the patient did not have any issues with fresenius device, or product in relation to the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines and stool of humans. Based on the available information, the cause of the peritonitis cannot be firmly established.

Manufacturer narrative:
Correction: a1, a3.

Event description:
On (B)(6) 2021, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) had peritonitis while placing an order for manual pd solution to use with antibiotics. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, a pd nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6)2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained per the nurse, the patient¿s culture yielded growth of the organism klebsiella oxytoca. The patient was treated with the antibiotics gentamycin (dose unknown) intra-peritoneal and oral ciprofloxacin on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd with the same cycler without any reported adverse effects. The nurse stated the cause of the peritonitis was unknown. However, the nurse indicated the patient did not have any issues with fresenius device, or product in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) had peritonitis while placing an order for manual pd solution to use with antibiotics. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, a pd nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained per the nurse, the patient¿s culture yielded growth of the organism klebsiella oxytoca. The patient was treated with the antibiotics gentamycin (dose unknown) intra-peritoneal and oral ciprofloxacin on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd with the same cycler without any reported adverse effects. The nurse stated the cause of the peritonitis was unknown. However, the nurse indicated the patient did not have any issues with fresenius device, or product in relation to the peritonitis event.